Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during a routine clinic visit the patient's driveline was found to have multiple tears. Rescue tape was applied. A review of the log file revealed routine daily source changes. No abnormal alarms or events associated with any driveline wire damage were seen in the log.

Manufacturer narrative:
Manufacturer's investigation conclusion. The report of damage to the patient's driveline cannot be confirmed as no photos were submitted. The submitted log files appeared to capture the device functioning as intended. No notable events or alarms were captured, and pump speed remained above the low speed limit throughout the file. Multiple attempts for additional information were sent to the customer and no further detail was provided. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. Heartmate ii lvas IFU, rev. C, is currently available. The section "system operations" describes the "driveline" and outlines indications of driveline damage, as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline.". The heartmate ii lvas patient handbook, rev. C is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.